Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time and date reset) issue. The reporter stated that the date and time reset when the pump rebooted and was suspended. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/06/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/24/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history revealed a time and date reset and multiple pump reboots. During testing, a time and date reset to factory settings was duplicated. The pump case was removed, and the internal clock battery was observed to be corroded. Unrelated to the complaint, the battery cap threads were stripped; the returned cap could not be used for testing. A test battery cap was used to complete investigation. The battery compartment threads were also worn.